Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the smart remote manager was broken and they need to move the fridge from tmc psyc device and connect or configure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the smart remote manager was broken. A field service engineer (fse) assisted staff in resolving issues. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.